Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to infection.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
MFR# 2916596-2022-15123 reports the onset of the infection. It was reported that the patient had recurrent methicillin-resistant staphylococcus aureus driveline bacteremia and was discharged on a six week course of intravenous telavancin a "couple weeks prior" to death. The event date has been estimated. The patient was then admitted to the hospital on (B)(6) 2022 and passed away on (B)(6) 2022 due to the infection.